Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-oct-2018 with the following findings: a review of the pump black box data indicated no related alarms and no evidence of excessive battery usage. During a visual inspection of the pump, the battery compartment was observed to be intact with no damage or evidence of moisture ingress. The pump electrical current draws were tested and the measured within specifications. The complaint of a battery life issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. It was found that the pump was not indicating the battery percentage right. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.